Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-20087.

Event description:
Customer reported she continued to have sensor issues after the last occurrence and they continued until she had the insulin pump replaced. Customer stated the insulin pump would continue alarming weak signal and lost sensor. Customer stated issues mainly occurred while she slept. Customer was advised sleeping on the sensor. Customer declined troubleshooting. Customer stated she was hit by a runaway truck and had some broken rigs, broken collarbone, and bruised lungs. Customer was advised to call back when customer felt better. No further information reported.